Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit has error code messages of data acquisition (da) pcba adc failed and machine and proximal pressure sensors failed. The customer reported there was no patient involvement.